Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: jdp and hrs d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6 the photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device visual analysis of the photo revealed that 4.5 va-lcp curved cond pl/6 hole/159/rt had no defects. X-ray and photos evidence provided do not exhibit any signs of issue or malfunction within the devices, only was observed signs of usage and normal wear which could have been a result of implantation and explantation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for 4.5 va-lcp curved cond pl/6 hole/159/rt. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. (B)(6)2023 j. Cortright elmira subject device was not manufactured in elmira. Please re-assign to mezzovico. Part number: 02.124.406 lot number: 591p414 manufacturing site: mezzovico release to warehouse date: 17 jan 2022 a manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, there was hardware removal due to a corrective osteotomy  of the distal femur. The reason for revision surgery was a corrective osteotomy. It was unknown about patient consequences. This report is for one (1) va-lcp condylar plate 4.5/5.0 r 6ho l159 this is report 1 of 10 for complaint (B)(4).